Event description:
Pt underwent laminotomy in 2004. Gelfoam, an absorbable hemostatic agent, was used during the procedure. In the evening, the pt began experiencing numbness in the perineal area and the buttocks. They also had loss of bowel and bladder control. A CT scan suggested the presence of a hematoma and reoperation was performed, however, no significant hematoma was found and the gelfoam was removed. The pt continued to have numbness and loss of bladder and bowel control. The pt was referred to a rehabilitation facility with little improvement. Report is filed related to FDA public notification regarding paralysis from absorbable hemostatic agent issued in 2004.